Manufacturer narrative:
Unable to test for low battery alarm and unexpected weak battery alarm due to constant failed battery alarm. Unit received with failed battery alarm due to faulty battery tube. Pump received with minor scratched display window. Unit received cracked case display window corner. Unit received with cracked battery tube threads. Pump received with cracked reservoir tube lip. Pump received with cracked reservoir tube.

Event description:
Customer reported receiving failed battery, weak battery, low battery, and off no power alerts on the insulin pump. Blood glucose level at the time of this call was not provided. During a follow up call the next day, the customer replaced the insulin pump's battery cap and received the same alerts as the previous day. Blood glucose level at the time of this call was 262 mg/dl. No further information was provided.